Event description:
The customer reported that the system displayed an overload fault error message. This error message will likely result in a system shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank and snubber board were replaced, and a filament calibration was performed. The system was then found to be operating as intended.